Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was inserted.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. The patient history buffer (phb) data showed that for the majority of the pod's use, the system was in manual mode correctly delivering at the user's set basal rate. When in automated mode, the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. The phb data also showed estimated glucose values (egvs) of 1 and 5 at the end of operation, indicating a sensor was not active and the sensor was out of calibration, respectively. It could not be conclusively determined whether the sensor was correctly reading the user's glucose values and correctly communicating them to the pod. The exact cause of the reported cgm values incorrect could not be determined.